Event description:
A malfunction was reported with the code "malf 12". There was no adverse impact to the customer's blood glucose level. Technical support provided pump reset information and assisted the customer with resetting the pump. After resetting, the malfunction code did not recur, and the customer was advised to continue using the pump and to call back if any issue reoccurred. The customer acknowledged and understood these instructions.